Event description:
After the use of an exoseal vascular closure device, it was reported, that the plug was placed intravascular. After plug deployment, hemorrhage was confirmed at the wound site. The physician applied manual pressure to achieve the homeostasis. After the hemostasis, echography and angiography were conducted and there was vessel occlusion confirmed from the proximal portion of the right superficial femoral artery to the right popliteal artery. The plug was confirmed at the stenosis site in the distal superficial femoral artery by ivus. Therefore, a non-cordis stent was implanted over the plug inside the superficial femoral artery and aspiration of thrombus and arterial injection of urokinase (60,000 units) were conducted. Recovery of blood flow was confirmed, but re-bleeding from the wound site occurred and hemostasis was achieved with astriction for two and a half hours. After that, the patient was making satisfactory progress. The patient¿s approximate height and weight are unknown. This was a percutaneous transluminal angioplasty (pta) for the right superficial femoral artery. Approach was made from the right common femoral artery with a sheath introducer (balkin 6f 40cm). A gw (cruise) crossed the lesion and a stent (misago 6.0/100mm) was implanted. Then post-dilation was conducted with a balloon (bandicoot 4.0/40mm). There was no problem regarding stenting procedure and blood flow was recovered. After the pta, the sheath introducer was exchanged for a short sheath introducer (terumo¿s 6f 10cm).

Manufacturer narrative:
There was no conspicuous stenosis observed at the puncture site, but it was slightly calcified. The exoseal was inserted into the sheath introducer and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed and the exoseal with the sheath was retracted, but the indicator window showing was changed to black-black pattern before the pulsatile flow was disappeared from the bleed back indicator. Therefore, the physician pressed the plug deployment button, and the plug was deployed. After the plug deployment, light pressure was applied to the puncture site for approximately 10 minutes and hemostasis was achieved. The hemorrhage was confirmed at the wound site. The product will not be returned for analysis. The physician noted that the plug was deployed despite the pulsatile blood flow from the bleed back indicator had not disappeared, the plug was deployed intravascular. The physician has obtained certification on the use of the exoseal device and has used the product four times including this case. Complaint conclusion: after the use of an exoseal vascular closure device, it was reported, that the plug was placed intravascular. This was the physician¿s fourth case using exoseal for vascular closure. The indicator window changed to black-black pattern before the pulsatile flow had disappeared from the bleed back indicator and the physician depressed the deployment button. After plug deployment, hemorrhage was confirmed at the wound site. The physician applied manual pressure to achieve the homeostasis. After the hemostasis, echography and angiography were conducted and there was vessel occlusion confirmed from the proximal portion of the right superficial femoral artery to the right popliteal artery. The plug was confirmed at the stenosis site in the distal superficial femoral artery by ivus. Therefore, a non-cordis stent was implanted over the plug inside the superficial femoral artery and aspiration of thrombus and arterial injection of urokinase (60,000 units) were conducted. Recovery of blood flow was confirmed, but re-bleeding from the wound site occurred and hemostasis was achieved with astriction for two and a half hours. After that, the patient was making satisfactory progress. The patient¿s approximate height and weight are unknown. This was a percutaneous transluminal angioplasty (pta) for the right superficial femoral artery. Approach was made from the right common femoral artery with a sheath introducer (balkin 6f 40 cm). A gw (cruise) crossed the lesion and a stent (misago 6.0/100 mm) was implanted. Then post-dilation was conducted with a balloon (bandicoot 4.0/40 mm). There was no problem regarding stenting procedure and blood flow was recovered. After the pta, the sheath introducer was exchanged for a short sheath introducer (terumo¿s 6f 10 cm). There was no conspicuous stenosis observed at the puncture site, but it was slightly calcified. The exoseal was inserted into the sheath introducer and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed and the exoseal with the sheath was retracted, however, the indicator window changed to black-black pattern before the pulsatile flow was disappeared from the bleed back indicator. Therefore, the physician pressed the plug deployment button, and the plug was deployed. After the plug deployment, light pressure was applied to the puncture site for approximately 10 minutes but hemorrhage was confirmed at the wound site. The product will not be returned for analysis. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Arterial occlusion is a potential risk associated with femoral artery closure procedures. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program. Additionally, do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the physician proceeded with plug deployment when pulsatile blood was still present in the bleed back indicator although the indicator window showed black/black pattern. The indicator wire may have been caught in the calcification and/stent, giving the black/black indication, however the distal tip of the shaft was still inside the vessel as evidenced by the pulsatile flow coming out of the bleed back indicator. Based on the information available for review, there are vessel characteristics (calcification, stent placement) and user-related factors (inexperienced user) that may have contributed to the intravascular deployment of the exoseal plug inside this patient. Based on the device history record review, there is no indication that the intravascular deployment of the exoseal plug could be related to the devices manufacturing process. The affiliate indicated that exoseal deployment technique re-training of the physician was conducted. No other actions will be taken at this time.